Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not utilizing the system as recommended, thus the ipg became inoperable. As a result, the patient may undergo surgical intervention at a later date.